Manufacturer narrative:
This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: johnson, r.p., roetker, a. And schwab, j.p. (1986), olecranon fractures treated with ao screw and tension bands, orthopedics, vol. 9 (1), pages 66-68 (USA). The aim of this study is to evaluate the effectivity of this technique using ao screw and tension bands to treat olecranon fractures. Between march 1975 to december 1983, a total of 28 patients (16 male and 12 female) with an average age of 36.4 years (range of 16 to 78) underwent open reduction and internal fixation of olecranon fractures. Surgery was performed using an ao cancellous screw. Follow-up were unknown. The following complications were reported as follows: 2 patients had a loss of more than 30 degrees flexion. 4 patients had combined losses in both extension and flexion totaling more than 15 degrees. 2 patients did not regain full supination and pronation. 1 patient had ulnar nerve irritation which resolved spontaneously. 1 patient had loss of compression. 14 patients had complaints of minimal pain and tenderness over the hardware. 6 of these patients had the screw, wire and washer removed although one of these felt most of the symptoms came from the pins used to fix an associated fracture of the humeral condyles. A female patient had immobilization for 8-weeks for a fragment that displaced postoperatively and there was a poor reduction. A female patient was readmitted for wound cellulitis that developed during first postoperative week. She was treated with antibiotic and the infection subsided with no sequelae. 2 patients had intraoperative complications. 1 patient had the fragment displaced by the screw and the other the olecranon fragment split when the screw was tightened. 1 patient had screw bent. 1 patient had fixation failure due to the screw not engaging the distal ulna. This report is for an unknown synthes cancellous screws. This is 3 of 5 for report (B)(4).